Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient was hospitalized from (b)6) 2018 due to peritonitis. Per pdrn the patient's peritoneal effluent culture yielded gram positive, diphtheroid. The patient was treated with vancomycin medication. Additional follow-up was made with the pd clinic and the pdrn confirmed no fluid leaks were reported prior to the infection and the cause of the peritonitis was unknown at this time. Per pdrn the patient did practice aseptic technique when completing peritoneal dialysis treatments and it was unknown what caused the patient to develop the infection. Per pdrn the patient¿s signs and symptoms of peritonitis resolved, and as of (B)(6) 2018 the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Per pdrn the sample was discarded and the lot number was unknown. Medical records were requested.

Manufacturer narrative:
Conclusion: although a temporal relationship exists between the liberty cycler, liberty cycler set and the reported adverse event of peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler and/or liberty cycler set and the adverse event of peritonitis. Additionally, there is no allegation or indication any fresenius device(s) malfunctioned or failed to perform as expected. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2018 during a follow-up call the peritoneal dialysis registered nurse (pdrn) for this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported the patient was hospitalized for peritonitis (details unknown) on (B)(6) 2018 through (B)(6) 2018. A peritoneal effluent fluid culture (collection and result dates unknown) was collected and the results were positive for diphtheroid. The patient was treated with vancomycin (dosage, frequency, route and duration unknown). The pdrn reported the cause of the peritonitis is unknown, as the patient practices aseptic technique during therapy. The hospital course and discharge disposition of the patient was unknown. As of (B)(6) 2017 the pdrn reported the patient¿s signs and symptoms of peritonitis (details unknown) had resolved. The pdrn stated the patient was able to continue ccpd without further issue.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On 01/23/2018 during a follow-up call the peritoneal dialysis registered nurse (pdrn) for this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported the patient was hospitalized for peritonitis (details unknown) on (B)(6) 2018 through (B)(6) 2018. A peritoneal effluent fluid culture (collection and result dates unknown) was collected and the results were positive for diphtheroid. The patient was treated with vancomycin (dosage, frequency, route and duration unknown). The pdrn reported the cause of the peritonitis is unknown, as the patient practices aseptic technique during therapy. The hospital course and discharge disposition of the patient was unknown. As of (B)(6) 2017 the pdrn reported the patient¿s signs and symptoms of peritonitis (details unknown) had resolved. The pdrn stated the patient was able to continue ccpd without further issue.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.